Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their one front tooth is not straight and still points outwards. In the morning after they take off the aligners it is straighter but it hits their bottom teeth which in turn pushes it outwards.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.